Event description:
A report was received that the patient was experiencing tenderness at the ipg pocket site when standing. The ipg is implanted in the patient's abdomen and the position of the ipg changes frequently when upright. The patient is scheduled to have a pocket revision to move the ipg.